Manufacturer narrative:
Eval results: dissection.

Event description:
One endeavor sprint rx drug-eluting stent was implanted at the mid lad, as treatment of the target lesion. It is reported that a dissection occurred prior to stent implantation. A second endeavor sprint rx drug-eluting stent was implanted at the 1st obtuse marginal.